Event description:
The complainant stated that the bed has no functions working due to fluid ingress onto the control module circuit board.

Manufacturer narrative:
The accounts maintenance replaced the main control circuit board to repair the bed.